Event description:
Medical affairs was unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Pt called alleging that meter does not power on. Pt was unable/unwilling to answer if they had experienced any symptoms while trying to test. Pt was taken to the hosp and was treated. No info was provided on the reading in the hosp or what kind of treatment pt received. Customer service checked the batteries were good, pressed the m button and meter still does not power on. Customer service was unable to resolve the issue and sent pt a new meter.